Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call flashing display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for flashing display was performed. Customer advised the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.